Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted on: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead was fractured and exhibited high/undefined impedance and was programmed off. It was further reported that the patient¿s rv lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and varying pacing impedance. High rate non-sustained episodes were also noted. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.